Event description:
Eleven raytec sponges present in gyn lap pack instead of the usual/standard number of 10. Sponges are provided by (B)(4). To be used in gyn laparoscopy packs chs which are assembled by medline industries, inc.